Manufacturer narrative:
Device evaluation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler verification failed as the screen was blank. The stop and ok buttons lit up, however there was no display and the screen functions could not be configured. The inverter board functionality verification failed. It was identified that the coil on the transformer of the inverter board was burned. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt coil on the transformer of the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler started to go darker and darker, as if the backlight was failing, during the patient¿s peritoneal dialysis (pd) treatment. The patient completed treatment, however at the end, the screen was almost completely dark. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. It was reported that the patient would revert to continuous ambulatory peritoneal dialysis (capd). Upon follow up, the patient confirmed that treatment was completed with no adverse events and no medication intervention. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the coil on the transformer of the inverter board was burned.